Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a bio-composite interference screw, ar-4020c-07, was used in the femur for an acl procedure. The bone was prepped with a 733 fastthread tap and the surgeon was using an 10mm pre-shaped achilles allograft. Halfway through insertion, the screw broke for no particular reason and the back half was retrieved. Only a partial remnant of the screw was left in patient and acl fixation was not achieved with just the screw. The surgeon tied graft sutures over a 3.5 suture button for fixation and acl reconstruction was completed.